Manufacturer narrative:
The subject device was returned to, and evaluated by olympus. The phenomenon (main lamp does not light, but the spare lamp does) was confirmed. In addition, it was also identified that the scope was pushed back and the main lamp would not light due to a slider switch malfunction. The device was repaired and returned to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, it is likely the phenomenon (main lamp not lighting) occurred because the customer did not notice the description in the instruction manual (or ignored the description) and used a lamp that was not approved by olympus. In addition, the component of the slider switch (slider bar for detecting the scope of the output connector) failed, and the scope could not be detected. The cause of the slider switch failure is likely due to aging degradation of the parts because it has been more than 8 years since the device was manufactured. Another likely cause is considered to be user handling, because the scope was inserted and removed by excessive force. A review of the instruction manual identifies the following verbiage regarding the replacement of the examination lamp: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or fire". A review of the instruction manual identifies the following verbiage regarding the slider switch malfunction: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Never apply excessive force to connectors. This could damage the connectors". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report that during preparation for use, only the spare / backup lamp was activated upon plugging the scope into the light source. No patient impact was reported. No additional information has been obtained.